Event description:
As reported on (B)(6) 2014 by the international distributor, "during the procedure of ablation with device uniblate, the temperature of device can only be reached at about 50 degrees celsius, after ablating 4 times, withdraw the device, it found insulation film was completely separated from the electrode, and remained in the neck of the patient". Procedure completed with another same device and no other harm or injury was reported for the patient.

Manufacturer narrative:
An investigation into the root cause of this incident is currently in progress. The results of the investigation and any follow up information will be sent via a follow up medwatch.